Event description:
It was reported that the pca was experiencing occlusion alarms during an epidural infusion. The line was able to be flushed without issue, however pump was still alarming occluded. As a result of the occlusion alarms the patient was not getting the programmed and ordered infusion rate of medication, resulting in the "bupivacaine not infusing like it should have been". There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pca was experiencing occlusion alarms during an epidural infusion. The line was able to be flushed without issue, however pump was still alarming occluded. As a result of the occlusion alarms the patient was not getting the programmed and ordered infusion rate of medication, resulting in the "bupivacaine not infusing like it should have been". There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.